Event description:
It was reported that a tear (longitude of catheter) was noticed 1.5 cm above the cuff. The pt had to admit to the hosp with a swollen thorax because the total parental nutrition (tpn) was paravenous (outside of a vessel). This caused serious metabolic malfunctions; catheter was removed and another line placed.

Manufacturer narrative:
This complaint is confirmed and will be reported as user related. Returned for eval is one broviac 4.2 fr catheter. Gross and microscopic examinations revealed a longitudinal slit in the tubing that is located just distal to the surecuff. Pockets of residual material are seen intermittently distal to the leak site. The longitudinal shaped split located on the catheter contains characteristics associated with burst trauma secondary to over- pressurization. It appears infusion pressures may have exceeded the elastic strength of the tubing. Coagulation and clot formation results from blood remaining in the catheter following inadequate irrigation. Poor flushing technique after blood sampling may allow layers of fibrin to accumulate over time, narrowing or obstructing the lumen. Lipid-based occlusions are more common with lipid-containing parenteral nutrition admixtures. Primary precipitation of poorly soluble components of the infusate can occur, and/or drug interactions within the catheter lumen can produce insoluble precipitates. The product IFU gives descriptive and illustrative instructions on a proper flushing protocol. A proper flushing protocol must be followed in order to reduce the risk of occlusion. The product IFU lists lumen occlusion as a potential risk. Gross visual and microscopic exams functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. This appears to be a user maintenance issue. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.